Event description:
It was reported that a patient death occurred. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. A double curve (was) was first positioned in the laa of the patient. After reviewing its positioned the physician decided to re-do the transseptal puncture and insert a single curve was. A pericardial effusion sweep was performed in between the exchanges and nothing was found. The single curve (was) was positioned in the laa and the closure device was inserted into the was. The device was deployed in the laa, but did not meet release criteria and was fully recaptured. The physician checked the pericardium after the recapture and initially there was no pericardial effusion. The pigtail catheter was inserted through the single curve sheath. An angiogram was performed and showed dye extravasation into the pericardium. The patient had a perforation that developed into a pericardial effusion that required a surgical cardiac window and drain which remained in place. The patient was brought to the intensive care unit. The patient had required multiple trips to the operating room to control bleeding and had an excision of the laa. They had remained intubated and required multiple blood product transfusion and were on multiple pressors. In addition they were resuscitated once during their stay in the hospital. On (B)(6) 2019 the patient passed away with an official cause of death as a perforation to the left atrial appendage.